Event description:
Device 2 of 3: reference MFR report#1627487-2017-06552. Reference MFR report#1627487-2017-06555.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report # 1627487-2017-06552, reference MFR. Report # 1627487-2017-06555. It was reported that the patient was experiencing loss of therapy. Impedance check revealed high impedance in both leads. X rays revealed leads pulled out of the ipg header. As a result, surgical intervention may be pending to address the issue.

Event description:
Device 2 of 3: reference MFR report#1627487-2017-06552, reference MFR report#1627487-2017-06555. Additional information identified that surgical intervention was undertaken ((B)(6) 2018) wherein the leads were inserted back in the ipg header, however high impedances were noted on all contacts. The leads were pulled back and the header was cleaned. Leads were tested with epg. Impedance showed normal values. Post operatively, effective therapy was confirmed.